Event description:
In 2005, the pt was seen at implant center for reported pain at the implant site and sound percept problems. The pt continued to be monitored by the center. The pt was seen by a company representative for device evaluation. Programming adjustments were made. Testing performed confirmed that the pt's device was functional. In 3 months later, the company was notified that surgery was scheduled to explant the pt's cii device.